Event description:
Healthcare professional reports a leak at the connection of the venous blood line to the venous end of the psn 140 dialyzer near the end of the pt treatment. The pt's treatment was ended at this time with an estimated blood loss of 250cc's. No pt injury or medical intervention was required.